Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) in cardiac arrest, the electrodes would not adhere to the patient's skin. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the electrode pads have been discarded.